Manufacturer narrative:
Investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. A review of the submitted log file showed 256 events spanning approximately 6 days 01jan2019 ¿ 07jan2019 per time stamp). On (B)(6) 2019 at 9:39, and (B)(6) 2019 at 9:29, both white and black lead rsoc voltage levels began diminishing to 0v causing the no external power alarm to activate. These alarms were only active for a few seconds and cleared on their own. The backup battery supported the pump during the couple of seconds there was loss of power. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. It is unknown whether the mpu has a vlock and if the ac power cord came loose. A root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the serial number, manufacture date, and age of device are unknown. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that she had 4 no external power events upon review of log files. These were audible and visual alarms. It appeared that the patient disconnected from all external power supply while changing power sources. During this time the controllers internal battery provided power to the pump as designed. This could be caused by the power cord of the mpu coming loose at the mpu or the wall outlet. No patient consequences were noted. More information about the event was requested but was not received.